Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-oct-2018. The most recent information was received on 08-nov-2018. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("right total salpingectomy by laparoscopy") in a female patient who had essure (batch no. C61985) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fallopian tube stenosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 3 years 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), vision blurred ("blurred vision"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with surgery (right total salpingectomy by laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the headache, vision blurred, arthralgia and myalgia outcome was unknown. The reporter considered arthralgia, headache, medical device removal, myalgia and vision blurred to be related to essure. The reporter commented: according to information provided, essure was "responsible of headaches, blurred vision, muscle and joint pain". On (B)(6) 2018, right total salpingectomy by laparoscopy. Tubal integrity, no effraction, nothing to report. An ablation on the same day ((B)(6) 2018) was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: tubal stenosis on left side. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6)6, reference number: (B)(4)) on 31-oct-2018. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("right total salpingectomy by laparoscopy") in a female patient who had essure (batch no. C61985) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fallopian tube stenosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 3 years 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), vision blurred ("blurred vision"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with surgery (right total salpingectomy by laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the headache, vision blurred, arthralgia and myalgia outcome was unknown. The reporter considered arthralgia, headache, medical device removal, myalgia and vision blurred to be related to essure. The reporter commented: according to information provided, essure was "responsible of headaches, blurred vision, muscle and joint pain". On (B)(6) 2018, right total salpingectomy by laparoscopy. Tubal integrity, no effraction, nothing to report. An ablation on the same day ((B)(6) 2018) was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: tubal stenosis on left side. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.